Manufacturer narrative:
(B)(4). Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with serial number label fading, broken belt clip rails, scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 10.7 mmol/l at the time of the incident. Customer states the insulin pump is cracked left rail that holds the clip. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.